Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the dx board failure was degradation and fatigue associated with the age of the device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation. . The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty dx board; replacement of the dx board was judged to be required in order to resolve the issue.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the sdi connectors failed to produce a video signal. The problem, as reported to olympus, was found during installation of the unit. There was no patient involvement, associated with the event, reported to olympus.